Event description:
Patient in operating room for transurethral resection of bladder neck contracture with holmium laser. Laser fiber malfunctioned/broke outside of the patient while in use. Broken laser fiber removed from field. No apparent harm caused to patient. Surgery resumed. FDA safety report ID# (B)(4).